Event description:
It was reported that the patient experienced interruptions in access to sound with the device while running, driving or moving the head. Device explantation is planned for (B)(6), 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.